Manufacturer narrative:
This report is filed february 27, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the incision site. Subsequently, the patient was prescribed oral and topical antibiotics (date not reported) and it was reported the issue has resolved. The implanted device remains.